Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was overheating. No troubleshooting was taken. The monitor remains in use. The reader is expected to be replaced. No patient complications have been reported as a result of this event.